Manufacturer narrative:
A preliminary investigation was performed at zoll korea service depot. The preliminary investigation confirmed the reported complaint that "the fully charged autopulse li-ion battery would not power on the autopulse platform." The returned battery was tested in a known-good autopulse platform, and the reported complaint was duplicated. Further investigation of the battery will be performed to determine the root cause of the reported issue. No physical damage was observed during the visual inspection. The status leds on the battery showed 4 steady green lights, indicating that the battery was fully charged. The battery successfully passed charging in a known-good autopulse multi-chemistry battery charger (mcc). The mcc displayed a green led (ready symbol) after the successful charging event. A follow-up report will be submitted when the investigation is completed.

Event description:
During shift check, the autopulse li-ion batteries (s/n (B)(4), s/n (B)(4), s/n (B)(4)) did not power on the autopulse platform. The status leds on the batteries showed 4 solid green lights, indicating that the batteries were fully charged. The reported batteries can successfully charge in an autopulse multi-chemistry battery charger (mcc), as the mcc illuminates a green led (ready symbol) after charging the batteries. No patient involvement. Please see the following related MFR reports: MFR # 3010617000-2022-01584 for autopulse li-ion battery s/n (B)(4), MFR # 3010617000-2022-01585 for autopulse li-ion battery s/n (B)(4).

Manufacturer narrative:
The customer's reported complaint was confirmed during the functional testing performed at zoll. The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.